Manufacturer narrative:
Inoperable ipg due to the ipg has reached its end of service was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg had reached end of life. Surgical intervention was undertaken to explant and replace the ipg. Surgical intervention addressed the issue.